Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that low out-of-range lead impedance on ra lead was observed. The patient was asymptomatic. The leads were explanted and replaced. The patient was stable during and after the procedure.